Event description:
During surgery physician was using an enseal laparoscopic tissue sealer. One of the jaws broke off in the pt. It was noted and retrieved laparoscopically. No pieces of tissue sealer remained in the pt. New enseal laparoscopic tissue sealer obtained a surgeon continued with surgical case. No harm to pt.